Event description:
It was reported that during device implant there were elevated thresholds. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Blood/body fluid was noted on the outer tubing overlay. Blood was also noted on the lobe mechanism. The full lead was returned for analysis.